Event description:
After arterial access, the patient was successfully closed with a starclose device. Two (2) hours post-procedure, the patient complained of severe pain in the groin. The groin was assessed and found to have swelling above the puncture site. The patient was taken for a CT scan that revealed a large retroperitoneal hematoma. The patient did not require medical or surgical intervention; only close monitoring of hematocrit and hemoglobin levels. The following day, the patient was discharged without incident.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.